Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013, that a customer had an issue with monitoring electrodes. The customer states that she has had the electrodes on her chest for one month. The customer states blood red blister like bumps, measle like, starting from her ankle and moving towards her knee. The customer further stated that as the blisters move up her leg, they are getting larger but are close together. The area is very itchy, dry, and bumpy. The customer stated that she is not experiencing pain from the reaction; she only experiences pain when she scratches the blisters in her sleep. The customer has not seen the doctor but spoke to her doctor on the phone where he prescribed her hydroxyzine-hcl 25mg, which was prescribed to stop the itching. The customer also advised that before she was prescribed cream from her doctor, she was using an over the counter antibiotic cream/anti-itch cream, but this did not help the itching. She stated that she still had to electrodes on and would be going to the hospital on monday, (B)(6) 2013, to have them removed.